Manufacturer narrative:
This report is being sent to correct d6a.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received an inappropriate shock due to t-wave over-sensing. Boston scientific technical services (ts) was contacted for an event review, and it was determined that the r-wave amplitude measurements had decreased, and arrhythmia morphology change led to the t-wave over-sensing. Additionally, there was a previous untreated event of over-sensed myopotential noise. Ts recommended performing thorough in-clinic troubleshooting to assess all three sensing vectors via provocative maneuvers, isometrics, and potential exercise testing. Diagnostic imaging was also recommended, should the physician suspect displacement. Ts also provided potential programming options to mitigate the recurrence of t-wave over-sensing. The patient was subsequently seen in-clinic, where exercise testing was performed, and a new template was acquired. The automatic set-up tool was run, and the physician elected to continue with operation in the primary sensing vector. Additionally, the smartcharge feature was extended, and the conditional zone was raised. At this time, the physician is continuing with normal follow-up appointments, and this s-ICD remains implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received an inappropriate shock due to t-wave over-sensing. Boston scientific technical services (ts) was contacted for an event review, and it was determined that the r-wave amplitude measurements had decreased, and arrhythmia morphology change led to the t-wave over-sensing. Additionally, there was a previous untreated event of over-sensed myopotential noise. Ts recommended performing thorough in-clinic troubleshooting to assess all three sensing vectors via provocative maneuvers, isometrics, and potential exercise testing. Diagnostic imaging was also recommended, should the physician suspect displacement. Ts also provided potential programming options to mitigate the recurrence of t-wave over-sensing. The patient was subsequently seen in-clinic, where exercise testing was performed, and a new template was acquired. The automatic set-up tool was run, and the physician elected to continue with operation in the primary sensing vector. Additionally, the smartcharge feature was extended, and the conditional zone was raised. At this time, the physician is continuing with normal follow-up appointments, and this s-ICD remains implanted. No additional adverse patient effects were reported.